Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Pump was found to be displaying "44000" error code message on power up when batteries are inserted during the investigation. A faulty microprocessor unit board was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave an error code 44000. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
H6) additional information was received indicating that the reported event occurred during testing; there was no patient injury.